Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an admiral xtreme pta balloon catheter to treat a lesion in the superficial femoral artery. The lesion was described as calcified, with moderate tortuosity and a chronic total occlusion. Artery diameter: 6mm x 40mm. The admiral xtreme device was inspected and prepped prior to use with no issues noted. No resistance noted advancing the device to the lesion; the device did not pass through any previously deployed stents. During the 1st inflation to 12 atm the balloon only partially inflated and burst prior to reaching rbp. Another medtronic device 5x120 was used to complete the procedure. No clinical sequelae reported.